Event description:
It was reported that during a digestive surgery, the device would not staple resulting in the anastomosis being lower, leading to a dissection of the rectum and a stomy protection. Longer intervention: 1 hour 30 minutes. Another operation planned: ileostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.